Event description:
It was reported that a patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) exhibited no sensing and no capture in bipolar and low pacing impedance in unipolar. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. There were no patient consequences.

Manufacturer narrative:
The reported events of loss of sensing, loss of capture and low pacing lead impedance were confirmed. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region. The cause of the reported events was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage.